Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience high blood glucose. The customer¿s blood glucose level was 440 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that the insulin pump had insulin flow block. Customer reported that the issues was resolved by changing complete set. The insulin pump will not be returned for analysis.